Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window, and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via telephone call that the numbers on the display scrolled without input when attempting to program a bolus. The blood glucose reading was 155 mg/dl. The customer reported that the buttons were not responsive. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.